Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Qc after the event was out of range low. A bci field service engineer (fse) inspected ion-selective electrode (ise) system and performed the following: fse removed and inspected electrodes and cleaned ports. Found co2 electrode had no membrane retainer and 2 quad rings. Fse re-membraned with proper retainer and clamp with 1 quad ring. Found cl had no quad ring - installed new quad ring. Recalibrated. Swapped co2 electrodes and replaced membrane. Tried fresh qc. Noted customer [loaded reagent, but lot numbers did not match onboard information]. Scanned in loaded bottle and recalibrated with fresh calibrators. Calibration recovered results were similar to before shift and qc recovered in range as prior to shift. Replaced carbon bridge. Verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous false carbon dioxide (co2) results generated by the unicel dxc 800 pro synchron chemistry analyzer. The results were reported out of the laboratory. The samples were repeated on an alternate instrument and different recovery results were obtained. Ten reports were amended. Patient treatment was not initiated or withheld based upon the erroneous results.